Event description:
According to the reporter, during a radio frequency ablation of the esophagus, the first catheter balloon was opened and inserted, but the black connector would not connect. They tried a few times, but it would not click into place. After removing the catheter, they noticed patient had a small scratch/tear to the upper esophagus. It was suspected that the silicone fin was the cause of this. The patient did not require medical intervention for the scratch/tear (it was not a perforation; intervention to the patient was not required) and left it to heal on its own. The procedure was stopped and ablation was not performed.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: two used and one used generator were received for evaluation. The customer reported one device did not inflate and the other device would not connect to the output cable. The visual inspection found a bent pin in the catheter¿s connector. Also found the rf output cable alden connector had a pushed in socket. See pictures. The other device had no noticeable issues. The reported condition, the device not connecting to the rf output cable was confirmed. The investigation isolated the failure to a bent catheter connector pin and the damaged output cable alden socket, but a root cause was not identified. This type of failure is consistent with a mis-alignment between the catheter pin and the rf output cable socket during mating. Using the returned generator and returned rf output cable pneumatic tubing both devices inflated normally. The inflation issue was confirmed in the device eeprom memory. The investigation could not determine the root cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first catheter balloon was opened and inserted, but the black connector would not connect. They tried a few times, but it would not click into place. After removing the catheter, they noticed patient had a small scratch/tear to the upper esophagus. It was suspected that the silicone fin was the cause of this. The patient did not require medical intervention for the scratch/tear (it was not a perforation; intervention to the patient was not required) and left it to heal on its own. They did not do an ablation.